Event description:
As reported (B)(6) 2013, a patient of unknown gender and age presented for an endovenous laser procedure. During the procedure, the treating physician was attempting to advance the guidewire through the dilator, when the guidewire became stuck and fractures. There was no report of any piece of the wire remaining inside of the patient. The guidewire and dilator were removed as one unit and set aside. A new of the same device was used to complete the procedure. There was no report of permanent harm or injury to the patient due to this event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. A review of the device history records was performed for the reported lot number for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. As reported, the patient suffered no permanent harm or injury due to the event. The results of the unit evaluation will be sent via a follow up medwatch. (B)(4).